Manufacturer narrative:
Additional information: on 1/30/2020, mentor became aware that the patient underwent device removal and replacement with 380cc saline mentor smooth round high profile breast implants, catalog number 3503380, serial numbers (B)(6) on the left side and (B)(6) on the right side on (B)(6) 2020. On 2/5/2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device it was observed in anterior view four (4) tears (a, b, c and d) measuring approximately 0.7 cm (a), 0.8 cm (b) 0.6 cm (c) and 1.2 cm (d) . During the microscope examination striations were detected in the edges of the ruptures a,b and d consistent with a rupture with a sharp instrument perforating silicone material. Microscopic examination was performed to rupture c and the cause of the rupture could not be identified. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 225cc saline mentor smooth round moderate profile, catalog # 3501630, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with 225cc saline mentor smooth round moderate profile breast implants and experienced deflation on the left side postoperatively. As a result, the patient underwent device removal on (B)(6) 2020.